Event description:
It was reported that the patient was found unresponsive at home; respiratory cardiac arrest was noted. The patient was treated in the ER (emergency room), where a large mucous plug was found in the distal end of the tracheostomy cannula. The ER physician wanted to decrease the dose in case it was hindering responsiveness; the pump was decreased to a minimal flow rate. Subsequently, it was noted that ¿the patient had just coded, but had a pulse.¿ no diagnostic testing or troubleshooting was performed, but would be performed in the future. The pump remained implanted and in service; no product issue was alleged. The pump was being used to deliver baclofen (unknown) at 110 mcg/day. It was later reported that they withdrew life support from the patient. As of (B)(6) 2014, there was no known product issue for the incident. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report, but has been requested. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8590-1, serial # (B)(4), implanted: (B)(6) 2014, product type accessory; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).